Event description:
This freedom driver was not supporting a patient. The customer reported that the backup freedom driver exhibited a fault alarm while being tested by a patient. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, it would not prevent the driver was performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.